Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns lead and generator had been explanted due to lack of efficacy. The explanted lead and generator were returned and underwent analysis. The electrode portion of the lead was not returned. Analysis of the lead discovered an abraded opening in the inner and outer tubing that allowed for the entry of body fluids into the tubing. No lead fractures or other anomalies were observed in the returned portion of the lead except those made during explant and the noted abraded openings. The noted lead issue would not be expected to compromise the ability of the device to provide therapy to the patient. The generator was found to be at normal end of service. Otherwise, the generator performed to functional specifications and no anomalies were found that would affect the performance of the device. Review of the generator source code found the lead impedance appeared to be normal throughout the duration of implant until the generator reached an end of service condition and automatic impedance measurements stopped. No adverse events other than the lack of efficacy have been reported.